Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was between 460 and 520 mg/dl, specific dates were not provided, however events have been weekly. Elevated blood glucose was addressed with a correction bolus via the pump after changing pump supplies. The customer was able to resume insulin.